Manufacturer narrative:
Testing and investigation found an unsoldered wire at the beeper assembly, which was being held against the terminal. This could inadvertently render the device operable during a beeper error code alarm when the device should be inoperable.

Event description:
The customer contact reported an intermittent beeper error code that did not render the device inoperable. The device was being used to deliver an unspecified medication. No specific pump programming parameters were provided. It was reported that during patient use, the device alarmed five times with a beeper error code that rendered the device inoperable. The patient powered the device off and powered the device on to try to clear the alarm. On the sixth time the device was powered on, the patient was able to continue the programmed therapy when the device should have continued to be inoperable. No further alarms were noted. There were no reported adverse patient effects. No medical interventions were required. Though requested no additional information was provided.